Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male patient's response buttons were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) was confirmed. Upon investigation the monitor's rear response button was intermittent. The cause for the intermittent response button was isolated to a crease in the rear response button cable. The root cause for the crease in the cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.